Event description:
The device was being used to treat a pt in the operating room during an open heart procedure and the pt coded just after beginning. The defibrillator was charged and reportedly would not discharge the defibrillator using the external paddles. The physician opened the pt's chest and delivered several defibrillation shocks using the internal defibrillation paddles. The pt was not resuscitated.